Manufacturer narrative:
Continuation of d10: product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an external device. The reason for call was caller stated that the patient is trying to give herself a bolus but the controller stops at 90% and goes really slow. Caller stated that sometimes it goes through and says bolus delivered, and sometimes it just goes back to the bolus screen and the patient still has the same amount of bolus's left over so they can tell it wasn't delivered. Agent walked caller through clearing the pds data. The troubleshooting steps that were taken on the call resolved the issue.